Event description:
It was reported that the customer was hospitalized (B)(6) 2014 at 10 pm for diabetic ketoacidosis and a blood glucose level of 549 mg/dl. The customer experienced the following symptoms: vomiting. Standard troubleshooting was performed. It was discovered that the customer's infusion set's cannula was bent. The customer was advised to change her infusion set and monitor the issue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.